Event description:
It was reported through an implant card that the vns patient has a complete revision surgery. It was noted on the implant card the reason for replacement surgery was due to lead discontinuity. Follow up with the physician revealed that x-rays were taken and it showed no lead fracture. The physician also informed that there was no patient trauma or manipulation that could have caused the event to occur. The physician no longer has explanted product that he could send it to manufacturer for product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.